Event description:
It was reported that this pacemaker was experiencing premature battery depletion (pbd). Currently, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was experiencing premature battery depletion (pbd). Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported.